Event description:
The animas insulin infusion line of products cannot be accessed with the company provided software as their software is not compatible with current software operating systems. Animas solution is to have the end user (patient) to invest in or obtain windows 7 based operating system or computer to access the necessary data for proper care and management of the patient's diabetes care. Without access to or limited access to this vital information, it can result in serious health or safety risks. Animas has had several years to correct this operational defect or flaw and it is unclear how many safety issues have occurred. Animas further recommended that the filer go to the physician's office to obtain the data, which would result in yet another cost on the end user (patient). Diagnosis or reason for use: diabetes type I.